Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. (B)(4).

Event description:
Adverse event(s): "no patient injury" (no consequences or impact to patient). Product problem(s): "system message displayed" (device displays error message). A facility reported that the fluidics modules became disabled after use and system messages were displayed. There was no patient impact, however it, was necessary to cancel two procedures. This is the first of three reports being filed for this facility.